Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: six (6) photos were provided for review. Two (2) separated catheter fragments were identified. Catheter discoloration near the site of separation and apparent flattening of the catheter lumen near the separation site were identified during the photo review. Based on the photo review, the investigation is confirmed for a complete catheter break and catheter migration. The root cause could not be determined, as information regarding implantation of the device was not provided in the complaint file. However, a condition known as catheter pinch-off could have potentially caused or contributed to the reported event, as the catheter discoloration and apparent catheter lumen flattening are consistent with pinch-off. Pinch-off occurs due to compression of the catheter within the clavicle/first rib region. This issue can be avoided by inserting the catheter through the internal jugular vein. Subclavian insertions should be inserted lateral to the border of the first rib or at the junction with the axillary vein. H10: d4 (expiry date: 10/2015), g4, h4 (manufacturing date: 12/2010), h6 (device: 1395, 1562, 1260). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a port was implanted successfully for chemotherapy to treat rheumatoid arthritis. Approximately 20 days post implant, the port was allegedly discovered to have fractured and migrated to the heart. Surgery was subsequently performed to retrieve the port. The patient was discharged from the hospital approximately 11 days post admission. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 10/2015), (manufacturing date: 12/2010).

Event description:
It was reported through the litigation process that a port was implanted successfully for chemotherapy to treat rheumatoid arthritis. Approximately 20 days post implant, the port was allegedly discovered to have fractured and migrated to the heart. Surgery was subsequently performed to retrieve the port. The patient was discharged from the hospital approximately 11 days post admission. The current status of the patient is unknown.